Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during visual inspection of the pump, it was observed that there was visible moisture on the display screen. The display appeared cloudy due to moisture in the pump. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and there was visible moisture corrosion in the compartment. A leak test was performed and failed due to the battery compartment crack. The pump was opened and there was moisture found on the printed circuit board (pcb), the display flex cable and on the battery compartment housing.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was cloudy. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.